Event description:
The customer reported drive support cap was sticking out. The blood glucose reading was 91mg/dl. The caller stated that his pump got snob off the door knob and fell. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk and missing end cap sticker.